Event description:
On september 23, 2018, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was testing in settings mode when attempting to obtain a blood glucose result. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue first began at 3:30 pm on (B)(6) 2018. The patient reported that she usually manages her diabetes with oral medication( metformin 500 mg twice daily) in combination with diet and exercise and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient claimed that 2 hours after the issue first began she developed symptoms of feeling "shaky" and "nervous". The patient denied receiving any treatment/medical intervention as a result of the alleged meter issue. During troubleshooting, the csr noted that the patient was not using the meter for the first time and walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after being unable to obtain results on the subject meter due to the alleged meter issue.